Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted drainage catheter had fractured and the distal portion of the catheter remained in the patient. Successful percutaneous retrieval of the detached catheter segment utilizing a snare followed. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A device history search was performed and revealed no other complaints to date on this lot number. The company's follow up revealed this catheter was in place for approximately 5 weeks. User technique and/or patient anatomy may have contributed to this event, however company is unable to determine the exact cause for this event. The company's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. ..this catheter should be evaluated by the physician on or before 90 days post-placement."